Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, heavily calcified, 90% stenosed distal right coronary artery. The 2.5 x 15mm trek rx balloon catheter was being used for pre-dilatation of the lesion; however, the balloon ruptured at 8 atmospheres when inflated for a second time. Slight resistance was felt during advancement of the catheter to the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.